Manufacturer narrative:
Failure analysis revealed that the device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. All the operating currents were within specification. Off no power alarm functioned properly. The insulin pump was programmed and monitored for two days with no blank display noted. The unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and broken belt clip slot. The device had corroded battery tube. No corrosion on the battery cap contact noted.

Event description:
The customer reported that she was hospitalized with high blood glucose of 544 mg/dl. The customer unsuccessfully attempted to treat her high blood glucose with the insulin pump. The customer's insulin pump battery went out and the insulin pump never turned back on after the battery was replaced. She was advised to discontinue use of the insulin pump and to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found.

Event description:
The customer was wearing the insulin pump at the time of the hospitalization, was kept for one day and treated with intravenous fluids and manual insulin injection. The insulin pump was removed when the display went blank.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.